Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegations of cancer and lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged cancer and lung disease. Related to a CPAP device. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that dust-like contamination and tiny hairs/fibers in and outside of the air outlet port. Dust-like contamination and tiny hairs/fibers in the air inlet and area near the air filter. Iso (international organization for standardization) port cover had dust-like contamination and hairs/fibers inside of it. Pca had potential flux stains near d37 and near c47 and c48. Small piece of a potential black piece of plastic, inconsistent with sound abatement foam, in bottom of base enclosure. Unknown tan stain in bottom of base enclosure. Air inlet baffle had dust-like contamination and tiny hairs/fibers on it. White and black dust-like contamination, inconsistent with sound abatement foam, and some tiny black hairs/fibers in the bottom of the blower box. Pil used a fitt (foam integrity test tool) to probe the sound abatement foam, that was reachable and was not able to confirm the presence of degraded sound abatement foam. Visually, the sound abatement foam looked intact. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.